Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that the patient presented to their cardiologist complaining of their device beeping. Device interrogation revealed an electrical reset and recommended replacement time (rrt). It was also reported that there was no wireless telemetry. The patient has been scheduled for a device replacement. No patient complications have been reported as a result of this event.